Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient¿s son said the patient is having tremendous problems for the last 6 months, it seems like it is not working and they have adjusted the therapy as high as it can go. The therapy had been helping, then stopped helping. The patient was advised to have their device checked by the physician. No further complications were reported or are anticipated.